Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed cracked vial retainer. This batch number is post tool refurbishment. The root cause of the cracked vial retainer is most likely material incompatibility. Cracking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocyl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material.

Event description:
It was reported that breakage started to occur during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, "consumer stated that she's been using her son's omnitrope pen for almost 2 years now and it has started to crack. She stated that despite the pen cracking, she has still been dispensing the medication. Inquired if her son has missed a dose of his medication, she stated no he has not. Consumer stated that the pen is at home and she does not have the medication with her, she was unable to provide and further product information. Caller was informed that the complaint has been received and will be evaluated."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage started to occur during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, "consumer stated that she's been using her son's omnitrope pen for almost 2 years now and it has started to crack. She stated that despite the pen cracking, she has still been dispensing the medication. Inquired if her son has missed a dose of his medication, she stated no he has not. Consumer stated that the pen is at home and she does not have the medication with her, she was unable to provide and further product information. Caller was informed that the complaint has been received and will be evaluated."